Manufacturer narrative:
Device analysis report attached. This report is submitted on may 24, 2024.

Manufacturer narrative:
This report is submitted on march 6, 2024.

Event description:
Per the clinic, the patient developed a sore behind her ear leading to an extrusion of device on (B)(6) 2024, due to the arms of her glasses. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent wound debridement under general anaesthesia (specific date not reported). The device was also explanted on (B)(6), 2024. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on april 23, 2024.